Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred and a double stop was performed. The pnp did not resolve prior to the patient leaving the operating room. Additionally, a system notice was received indicating that the balloon was deflated. The coaxial umbilical cable was replaced and the procedure was completed with cryo. The patient's current status regarding the pnp is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files showed at least ten injections were performed with catheter 2af284 / 106a3-72 on the date of the event with no system notice. Inflations were sustained for more than 120 seconds. The catheter was not returned for further investigation. This is a clinical issue (phrenic nerve palsy) that could not be confirmed through data analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: clinical data files were reviewed and analyzed . The files showed at least ten injections were performed with the catheter on the date of the event with no system notice. The system sustained the balloon for than 120 seconds. The reported issue of pnp (phrenic nerve palsy) and system notice 22406 (¿the balloon is deflated¿¿) cannot be confirmed through data analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.